Event description:
Right knee pain, right knee swelling, right knee effusion. Information was received in aug 2005 from a physician via a sales representative regarding pt (medical history unk) who experienced a flared knee, swollen knee, and knee effusion. The pt began treatment with synvisc on an unk date. The pt received an unknown number of synvisc injections into an unk knee on an unknown date (s). On an unknown date, the pt experienced a flared knee. The knee was very swollen and possibly drained. The pt went to the hosp. The physician did not provided causality assessment. Additional information was received in sep 2005 from the physician. The pt had a medical history of moderate right knee osteoarthritis with joint narrowing for six months; no prior effusion history. Previous treatement included nsaids and steroids. The pt received one injection of synvisc into the right knee in aug 2005. 60ml of effusion was collected prior to injection. Next day, the pt experienced right knee pain, swelling and effusion. The next three days and eight days later the pt had arthrocentesis with subsequent hosp care then for five days. Eight days later, the pt received 40mg/1cc of depo-medrol. The physician assessed the relationship of the events are definitely related to synvisc. At the time of this report, the pt had recovered without sequelae.